Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "this complaint is published in the 37th annual meeting of the japan society for endoscopic surgery: the clip of the vein flowing into the smv slipped, causing bleeding from the smv. The bleeding was controlled by applying pressure, and the bleeding point was confirmed while slowly releasing the pressure. The assistant applied suction while adjusting the view of the bleeding point, and then sutured the area to stop the bleeding. According to the doctor (presenter), "the blood vessel to which the hem-o-lok clip was ligated was a small vein. In the case of small blood vessels (especially veins), the hem-o-lok clip is prone to slipping". No patient injury was reported.